Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted only a proximal segment was returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a3sr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, who has an implantable pulse generator (ipg) system, is deceased and it was noted that the cause of death was sepsis. Additional information related to the source of the infection was requested and not received.